Manufacturer narrative:
The report event of helix extension mechanism issue was confirmed while the reported event of failure to capture was not confirmed. As received, a complete lead was returned in one piece for analysis. Visual examination found the helix was bent and damaged due to procedural damage. X-ray examination found the inner coil was over torqued due to procedural damage. The cause of the reported event of helix extension mechanism issue was isolated to the bent/damaged helix and the over torqued inner coil consistent with procedural damage. No other anomalies were identified.

Event description:
It was reported that the patient presented during implant procedure. During procedure, it was noted that the right ventricular lead exhibited a capture anomaly and failed the extend the helix during reposition. The reported lead was not installed and the procedure was completed with an alternative lead on (B)(6) 2022. The patient was in stable condition.